Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported a screw fracture observed 3 years after the implantation date. The fractured screw was impossible to remove, so the implant had to be removed and the implant did not disengage from the trephine. The process was completed with another implant. An additional appointment was required.

Manufacturer narrative:
Zimvie complaint number(B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability . G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown zimmer screw for evaluation. A visual evaluation was performed; a fractured screw could not be identified. The tool was stuck to the returned implant and could not be removed. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction could not be verified. A tre04 was stuck to the implant and could not be removed. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.